Manufacturer narrative:
Concomitant medical devices: 5554-53 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead were noted to be undersensing. Both leads remain in use. No patient complications have been reported as a result of this event.